Event description:
It was reported that the arctic sun device boots to an alarm 77 (non-recoverable system error). Per additional information updated from ttm on 12may2025, biomed had a device with issues cooling and was getting an alarm 77. Biomed provided s/n (B)(6). Sent call details to ts via teams to return biomed call. Per additional information updated from wo on 12may2025, they discussed this was indicative of a failed t4 thermistor. They would like a quote for a depot repair and stated no loaner was needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete report source other is (B)(4). The device was not returned. The reported issue was confirmed. The root cause identified as a failed t4 thermistor. Per additional information updated from wo on 12may2025, they discussed this was indicative of a failed t4 thermistor. They would like a quote for a depot repair and stated no loaner was needed. Per additional information updated from ttm on 03sep2025, biomed spoke with ttm remote support awhile back regarding temperature failure. They discussed depot repair as potential and calling back to start that process. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Correction- d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device boots to an alarm 77 (non-recoverable system error). Per additional information updated from ttm on 12may2025, biomed had a device with issues cooling and was getting an alarm 77. Biomed provided s/n (B)(6). Sent call details to ts via teams to return biomed call. Per additional information updated from wo on 12may2025, they discussed this was indicative of a failed t4 thermistor. They would like a quote for a depot repair and stated no loaner was needed. Per additional information updated from ttm on 03sep2025, biomed spoke with ttm remote support awhile back regarding temperature failure. They discussed depot repair as potential and calling back to start that process.